Event description:
It was reported that the patient had a generator explant due to pain. The cause of the pain has not been confirmed. The explanted generator was discarded. No additional relevant information has been received to date.